Event description:
It was reported via repair work order that the right siderail would not remain latched due to damaged spring spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.